Event description:
Additional information was provided by the implanting surgeon. The same model intraocular lens from the same lot of production was implanted in the patient's right on 09/19/2002 and no problems have been reported. The patient's symptoms are subjective in nature and the patient's vision is excellent. The surgeon plans to continue monitoring the patient's progress and no additional intervention is planned at this time.

Event description:
A surgeon reports that a patient is experiencing visual disturbances described as dark shadows following intraocular lens implant surgery. Additional information has been requested.